Manufacturer narrative:
This is being reported as a serious injury (retained foreign object) due to the fractured tip of the driver being left in the head of the polyaxial screw implanted in the patient. It is important to note that once the rod implant is seated and locked into the tulip of the polyaxial screw, the fractured tip is prevented from dislodging as long as the rod remains firmly locked in place. Evaluation determined that the tip failed due to excessive torque. No corrective actions were required as design improvements to increase tip strength were previously implemented on the standard line reform polyaxial driver that is used to make this custom instrument.

Event description:
During a procedure performed on (B)(6) 2016, upon insertion of the final reform pedicle screw, the tip of the custom reform driver, o-arm ready (c2019) broke off in the head of the screw. The screw was fully seated and the tip was lodged in the head of the screw so the doctor chose to leave the screw with the tip implanted. The rod and lock screws were successfully placed with no delay to the procedure.